Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The 190cm ht bmw universal ii guide wire, was being advanced through the balloon without resistance, when the wire was noted to look different on angiogram; therefore, the system was removed and the proximal part was noted to look like an accordion [unraveled]. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretching, break, and difficult to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1528 added.